Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, about to staple the tissue, the instrument did not fire. Replaced by another device to complete the case. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four devices. Visual inspection and functional testing of the representative products confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.